Event description:
Per the clinic, the patient experienced pain, non-auditory stimulation and poor performance from activation. It was also reported that tip foldover and open circuits were noted. The patient has a history of difficult insertion, partial insertion and kinked electrode during surgery. Reprogramming attempts were unsuccessful in alleviating the issue. A CT scan indicates multiple electrodes in the middle ear cavity. The device was explanted on (B)(6) 2025, and it is unknown if there are plans to reimplant the patient as of the date of this report